Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized due to diabetic ketoacidosis. It was not possible to lower the high blood glucose values by administering insulin via the insulin pump. The patient switched to pen injections and her values stabilized. The kind of treatment, blood glucose values measured in the hospital and the duration of stay are unknown.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.